Event description:
It was reported that the 9800 system would not power up for the first case of the morning. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image processor pcb, generator interface pcb and the single board computer. During the investigation, also identified the need to replace the left and right monitors along with the display adapter pcb, video cable and scan bnc cable. The system was tested and found to be working as intended, and placed back into service.